Manufacturer narrative:
This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on june 14, 2023.

Event description:
Per the clinic, the device was electively explanted under general anesthesia on (B)(6) 2023, due to the patient's preference. The patient was reimplanted with a new percutaneous baha implant system within the same surgery.